Manufacturer narrative:
Correction: the previous or initial MDR submitted on 18 october 2019 was filed inadvertently. No device explantation or serious injury has occurred. This report is submitted 15 november 2019.

Manufacturer narrative:
(B)(4).

Event description:
The device was explanted and returned to cochlear without information.